Event description:
Reporter states they had the inspire sleep apnea device implanted and experienced severe nerve pain that started in her jaw and radiated to her right ear and the back of her head. Reporter states they had difficulty eating and tongue pain with any tongue movement. Reporter states they had testing done including an MRI. The reporter has since been placed on an antidepressant to help relieve the nerve pain and had some relief but the pain persists. Reporter has been told that the device cannot be removed. Reporter states the device was never activated due to the adverse event. Reporter states the implanted device consists of a generator, a stimulation lead, and a sensing lead. Reference reports: mw5165200. Mw5165202.